Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Not explanted, screw was left in the patient for stabilization of the muscle. Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used for: revision surgery that was required for medical/surgical intervention to preclude permanent damage to a body structure subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original procedure on (B)(6) 2017 for an ankle fracture. Patient was implanted with one (1) 2.7mm variable angle locking compression lateral distal plate and four (4) various size and type of stainless steel screw implants. On (B)(6) 2017 post-operative, patient reported has having stabbing pain and was unable to sleep due to pain issues. Patient¿s first bone scan was taken on (B)(6) 2017 that showed uptake. Patient consulted with a wound care specialist on (B)(6) 2017. Also saw an allergist specialist on (B)(6) 2017. A patch test was performed on (B)(6) 2017. Patient was informed by her allergist that she was allergic to titanium. Patient was prescribed treatment with bactrim and a steroid cream. Additional bone scan was performed on (B)(6) 2017 which revealed infection. Patient has a scheduled hardware removal on (B)(6) 2017. Patient may be implanted with hypoallergenic devices after implant removal. No other information available at this time. On (B)(6) 2017, during the revision, surgeon removed one (1) plate and three (3) screws. One screw was left in the patient for stabilization of the muscle. Fracture had healed so no additional implants were needed. Surgeon performed a debridement in the wound. Revision surgery was completed successfully, all implants have been retained by the hospital. This report is for five (5) devices. This report is 1 of 5 for (B)(4).